Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customers touchscreen became cracked a few months ago. However, the customer was not able to recall exact date. There was no impact to the customers blood glucose level. Reportedly, the pump is still functional. The customer was unsure on how the touchscreen became cracked. It was indicated that the customer would continue to use the pump until a replacement arrives.